Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: one side of seal was missing. Air leakage occurred. Used other device. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30 minutes. No pt info available. No patient injury was reported.

Manufacturer narrative:
(B)(4).